Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.    Reported events - 1 event was reported for this quarter.   Product return status - 1 device was received for evaluation.  Evaluation status - 1 reported event was confirmed during testing. - 1 device was found to be affected by missing paint chips and corrosion.   Additional information - 1 device is not labeled for single-use. 1 device was not reprocessed and reused.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device had paint chips missing and reportedly overheated. 1 event had no patient involvement; no patient impact.